Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted that the light blue main body was broken. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. The reported issue was verified. The cause of the damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the transfer set was being changed for the patient, the ¿switch¿ (twist clamp) of the set was found to be broken. There was no patient injury or medical intervention associated with this event. No additional information is available.